Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd vacutainer® sst¿ ii advance plus blood collection tubes experienced difficult insertion and under filling during use. The following information was provided by the initial reporter: during the blood collection, the tube is pushed off from the needle, so it does not fill customer has no information what needles were used.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing using a bd acquisition needle and upon completion, no issues were observed relating to the tube pushing off the non-patient end. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for the tube pushing off was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that three bd vacutainer® sst¿ ii advance plus blood collection tubes experienced difficult insertion and under filling during use. The following information was provided by the initial reporter: during the blood collection, the tube is pushed off from the needle, so it does not fill. Customer has no information what needles were used.